Manufacturer narrative:
It would appear the safety screws were discarded at installation. The purpose of these screws is to prevent the footboard to completely detach from the table in order to avoid the patient to fall.

Event description:
Philips was informed by a customer that the foodboard of the device detached from the table top while a patient was positioned on the table. As a result the patient fell form the table and patient head and back were injured. The patient was moved to ER for examination and a muscle relaxant was prescribed. The patient asked for a follow-up visit after a few days.